Event description:
It was reported by the provider that he spoke with invacare tech services to report that the consumer stated the joystick will intermittently go into a controller fault and the screen then turns black. Consumer told provider they have to get the chair out of gear and back in gear for it to work. Provider can not confirm this is happening as he has not seen it happen. No patient injury reported, no additional information provided.